Manufacturer narrative:
This device is not expected for return and no analysis is required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to an infection. A new system has not been implanted at this time. No additional adverse patient effects were reported.